Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure with intraocular pressure (iop) of 25mmhg, the machine displayed two codes which indicated an infusion chamber overflow. The infusion iop was disabled and the numbers changed to dotted line. Then the surgeon attempted to use fluid air exchange (fax) to control the iop. However, the fax pressure automatically adjusted to 100mmhg though the nurse had it set as 30mmhg. The nurse tried to decreased the fax to 30mmhg, but the machine showed as 100mmhg after a few seconds. The product was replaced with another. After re-priming the new cassette, the problem was solved. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fifth complaint for the finish goods lot; however, the second for this issue. The device history record shows the product was released per specifications. A sample was expected for this investigation but has not yet been received. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).